Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the pump was removed and replaced due to twisted tubing.

Event description:
According to the available information the pump was removed and replaced due to twisted tubing.

Manufacturer narrative:
Titan touch pump was received for evaluation. No functional abnormalities were noted with the pump. The information received indicated the device tubing was "twisted,¿ but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.